Manufacturer narrative:
Root cause: user error no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin customer was leaving the syringe in the cartridge after inserting the insulin and allowing it to refill with insulin (which drained the cartridge and led to minimum fill. Customer¿s blood glucose ranged from 101-139 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.